Event description:
On (B)(6) 2011 customer reported that the lh750 instrument was giving partial aspiration errors, and later the customer observed a bloody leak from the blood sampling valve (bsv). No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) guided customer through troubleshooting and a pin hole was found in the tubing coming from the bsv to the random access module. The customer replaced the tubing and the problem was resolved.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).